Manufacturer narrative:
Device is combination product. The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking stent damage was noted.the stent was found damaged/bent inside the sterile packaging. The packaging was not damaged.no patient complications were reported.